Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 528 mg/dl. She was having issues with bent infusion set cannulas and high blood glucose levels. The customer was sleeping all day. The customer treated her blood glucose level with the insulin pump and syringes. The device was not returned.